Event description:
The customer reported to olympus the evis exera iii bronchovideoscope experienced damage/ malfunction to the charged cabled device unit that may affect the functions of the device. The event was identified during reprocessing. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the image blacks out. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s stated problem of damage to the charged cabled device unit (ccd) was confirmed. The inspection found leaking from the biopsy channel (bx channel) and no image occurred when up angulating. Additionally, the following findings were also identified, and are as follows: there was leaking from the biopsy channel port. Scrapes and a leak were found in the channel. The customer label at the control body was out of specification. The customer label on the scope connector was out of specification. Incorrect labeling found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, added health professional. Information was inadvertently not included on the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the biopsy channel leaked, fluid invaded the device during handling of the device by the user. The fluid invasion caused abnormality of electronic component, as a result, the image blacked out. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.